Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 536 mg/dl. The customer¿s blood glucose level was 438 mg/dl at the time of the incident. The customer was treated for the high blood glucose with insulin pump. Customer also reported that the insulin pump alarmed motor error. The customer stated that the drive support cap was normal. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected audio /vibrate anomalies noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.